Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified mid right coronary artery. Pre-dilatation was performed using a 2.50mm x 15mm emerge balloon catheter, but the balloon ruptured. The device was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).l the complaint device was received inside an emerge shelf box that matched the information on the device. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from two (2) pinholes aligned with the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID (B)(4).